Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the inner cannula extended well past the tracheostomy tube cannula. It was reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A visual and functional test was performed. No reported event was observed since met with the product specifications and no corrective actions are required. Stating information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.